Event description:
Related manufacturer reference number: 1627487-2019-05228.

Event description:
Reference MFR. Report #1627487-2019-05228. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken during which the existing leads were explanted and replaced.